Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during preparation of a port placement procedure, surgeon noticed black particles were coming out of the port when soaked in water. There was no patient contact.

Event description:
A patient prepped for a port placement procedure using powerport clearvue isp implantable port, chronoflex single-lumen, 8f. Prior to the procedure, the surgeon noticed black particles were coming out of the port when soaked in water. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, one photo was provided for review. The photo shows a port along with catheter tube submerged into a beaker. Black particles are noted in the water. The manufacturing evaluation site states, the components were observed to be immersed in a crystalline substance inside a beaker, black particles were observed in the substance. A closer view revealed that the impression on the cath lock was inconsistent in one section of the diameter. Therefore, the investigation is confirmed for the reported contamination and decontamination issue. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g3, h6 (component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.